Event description:
It was reported by a patient¿s caregiver that her daughter had vns implanted in 2010, and then had it removed because it made her seizures worse. Additional relevant information has not been received to-date.